Manufacturer narrative:
Corrected, a1: b6, b7 patient name; none. A2-6: patient information; na. E1: initial reporter's phone number; (B)(6). H6: health effect - impact code; no patient involvement device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed by the alarm history. The probable cause is the faulty plunger cable; the plunger cable was replaced.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery is not recognized even with new one installed. Also, constant check plunger sensor error is displayed. No other information provided. Patient involvement is unknown.